Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) device feature which discriminates between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias inappropriately withheld therapy for ventricular tachycardia (vt) which was detected as atrial tachycardia/atrial fibrillation (at/af). The device was reprogrammed to only pace and sense in the ventricle and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the device feature which discriminates between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias. Analysis of the device memory had an observation relating to the at/af detection. Analysis of the device memory had an observation relating to ventricular tachycardia therapy. If information is provided in the future, a supplemental report will be issued.